Event description:
Two wang needle luer lock mechanisms did not unlock to allow tech to pull the needle back into the sheath. Manufacturer response for wang needle 20g, wang needle 20g (per site reporter). Awaiting response.